Manufacturer narrative:
The AED was received and evaluated. The pads used during the rescue were discarded after the rescue and weren't available for evaluation. Impedance testing was performed and confirmed the AED could accurately detect impedance within the human impedance range. Inspection of the main pcba and ui pcba found no problems related to the reported problem. Components that could affect the patient impedance circuit were measured and no problems were found. AED self-tests were run while vibrating the AED and no errors were generated. The AED was tested with a defibrillation analyzer and successfully delivered shocks into the analyzer using test pads. The AED performed as designed during the investigation. The cause of the reported problem could not be determined. The AED will be serviced and returned to the customer.

Event description:
When the fire department arrived on the scene for a (B)(6)-year old male that was unresponsive, the AED had a green light that indicated the AED was rescueready. Upon opening the AED's lid and placing the pads on the patient, the AED kept prompting to place pads. The AED would not recognize that the pads were in place and; therefore, would not analyze the patient. The captain and his crew adjusted the pads on the patient, but the AED would still not recognize pads were attached. The captain then changed out the pads with another set but had the same problem. The ambulance then arrived on the scene and took over patient care. The patient passed away. ER report stated possible pulmonary embolism. The sca was not witnessed and it is unknown how long the patient was down before the AED was attached.